Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hub leaked. The following information was provided by the initial reporter: hub leakage.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed from the circumstantial evidence that was observed on the photograph, which was provided for investigation. The photo showed a 24g insyte autoguard IV catheter. The needle had been removed from the IV catheter and an extension set was attached to the catheter adapter. A red circle was positioned over the nose of the adapter and a dark feature overlaid the catheter tubing, which was consistent with a leak. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Without the physical sample for evaluation, an exact root cause cannot be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.